Event description:
(B)(4).

Manufacturer narrative:
The technician found the pt pendant was stored under the head section and was being activated when the head was lowered, user error. The pt pendant was stored correctly in the side rail by the technician to resolve the issue.